Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The results of the investigation suggests that there was no image and all the front panel button lights being on were likely due to a malfunctioning printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no signal, no image and all of the panel lights were on. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment full name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.